Manufacturer narrative:
Correction: section b5 exc summary of the initial medwatch report indicates: the customer contacted physio-control to report that their device provided a "abnormal energy delivered" message while in use. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of exc summary of the initial medwatch report should indicate: the customer contacted physio-control to report that their device provided a "abnormal energy delivered" message while in use. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Additional information: physio-control evaluated the customers device and verified the reported issue. Physio-control determined the cause of the reported issue was the use of the device for dual sequential defibrillation. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device provided a "abnormal energy delivered" message while in use. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided a "abnormal energy delivered" message while in use. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.